Manufacturer narrative:
Reference (B)(4). Investigation: initiated manufacturer's investigation, review DHR, inspect returned samples. Analysis and findings: as reported in the complaint event problem statement, the affected tip was not returned. Two tips were returned, still sealed and pouched. Although the definitive root cause cannot be determined, it's possible that the tip was not properly affixed and locked onto the handle as noted in the IFU, part number 38213-IFU-b. Both scaro tips were functionally evaluated, and both mated onto the handle and properly locked. They did not loosen or detached while pulling on them. The tips were only able to be removed from the handle when properly lifting the locking lever that snaps over the handled when properly bottomed out. A review of the work order DHR indicated that all process were performed with acceptance and did not indicate any abnormality. Correction and/or corrective action: none. Corrective action is not required at this time as the returned devices were evaluated and functioned as intended. This complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
"The handle was removed from the patient but part of the tip stayed in. When it was placed on the mayo stand, it fell apart. Spoke with rep he said the tip was removed from the patient without injury. The broken product will not be returned. Just two of the same lot." Ref (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopsersurgical, inc. Once the investigation has been completed a follow up report will be filed. (B)(4).

Event description:
"The handle was removed from the patient but part of the tip stayed in. When it was placed on the mayo stand, it fell apart. Spoke with rep he said the tip was removed from the patient without injury. The broken product will not be returned. Just two of the same lot." (B)(4).